Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock. Technical services (ts) reviewed the stored episode, it was noted atrial fibrillation (af) with an intermittent bundle with wide morphology and oversensing. Ts provided troubleshooting options as programmed clinical zone settings. No additional adverse patient effects were reported outside of the inappropriate shock the patient received. The device remains in service.